Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
After the first clip was fired onto the vessel, the applier jammed when loading the next clip. Multiple clips remained stuck in the device. A second applier was opened and functioned properly. There was no patient injury or consequence due to the malfunction of the device.

Manufacturer narrative:
(B)(4). Per DHR the product auto end05 ml, lot # 73f1600040 was manufactured on 05/16/2016 a total of (B)(4) pieces. Lot was released on 06/20/2016. DHR investigation did not show issues related to complaint. The customer returned one unit ae05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent out of place. The returned device appears used as there is biological material present files (B)(4) for investigation photos. Functional inspection was performed by attempting to load clips in the jaws of the device by engaging the trigger. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to successfully load into the jaws of the applier and close. Two clips were applied to overstressed surgical tubing and were able to properly close. The remaining clips were all fired with no issues. The other remarks: sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. No functional issues were observed. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip. Please examine the applier before surgery for potential damage paying particular attention to the jaws." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "applier jammed during use" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, no problems were found as clips could be loaded into the jaws and close with no issues. However, the device was found to have a rotation tab bent out of place which could potentially lead to loading issues. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No further action will be taken. Results/conclusion: the reported defect was unconfirmed, due to the device functioned as designed, but a different defect was confirmed. The root cause (rotation tab bent out of place) was confirmed as "damaged during use.

Event description:
After the first clip was fired onto the vessel, the applier jammed when loading the next clip. Multiple clips remained stuck in the device. A second applier was opened and functioned properly. There was no patient injury or consequence due to the malfunction of the device.